Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard ventrio (device #2). An additional emdr was submitted to represent the bard ventralex (device #1). The patient's attorney did not make any allegations regarding the ventralex implanted on (B)(6) 2009 or the allomax. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). On (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol allomax. The patient is only making a claim for an adverse patient outcome against the bard ventralex (device #1) implanted on (B)(6) 2009 and the bard ventrio (device #2). Attorney alleges general allegations against the bard ventralex and bard ventrio for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. This emdr represents the bard ventrio (device #2). An additional emdr was submitted to represent the bard ventralex (device #1). The patient's attorney did not make any allegations regarding the ventralex implanted on (B)(6) 2009 or the allomax. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 6 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, adhesions, pain, mesh migration, mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pan and migration as possible complications. This supplemental emdr represent ventrio mesh (device #2). An additional supplemental emdr was submitted to represent mesh ¿ ventralex (device #1) and additional emdr was submitted to represent mesh ¿ ventralex (device #3). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol allomax. The patient is only making a claim for an adverse patient outcome against the bard ventralex (device #1) implanted on (B)(6) 2009 and the bard ventrio (device #2). Attorney alleges general allegations against the bard ventralex and bard ventrio for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated umbilical and incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was dissected free from the umbilical region. Then a ventralex mesh (device #1) was placed in the preperitoneal space and tacked by sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventrio mesh (device #2). Per operative notes, ¿previously placed ventralex mesh (device #1) was identified in good position, just right to this re-hernia is noted. A ventrio mesh (device #2) was placed into abdominal cavity and sutured. (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #3) and explant of ventralex mesh (device #1) and ventrio mesh (device #2). Per operative notes, ¿previously placed ventralex mesh (device #1) was removed as it found to be totally unattached to the left side of the rectus and the another previously placed ventrio mesh (device #2) was unincorporated and one area there was some buckling of the mesh allowing tunnelling from an area where the fixation tacks were loose. All adhesions were taken down. A large ventralex mesh (device #3) was placed and sutured. (B)(6) 2009 - patient was diagnosed with infection thereby underwent open repair with the implant of allomax (device #4) and explant of ventralex mesh (device #3). Per operative notes, ¿the ventralex mesh (device #3) was dissected free from the underside of the fascia and removed. Adhesions were taken down around the hernia and allomax mesh (device #4) was placed and secured by sutures.¿ attorney alleges that the patient had adhesion, infection, pain, hernia recurrence, pain, mesh migration and mesh shrinkage. It is also alleged that the first placed mesh was completely detached on one side resulting in recurrent hernia, second placed mesh was completely unincorporated allowing tunneling of omental fat up into the defect and resulting in a hernia recurrence, buckling of mesh allowing the lacks to come loose, wound vac placement.